Event description:
The customer reported that there was a touch screen failure at boot up and mixed images in the image directory. They were having problems transferring images and storing images. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the touch screen and formatted the hard drive then reloaded the software. The system operates as intended.